Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the power supply's power light is not always on. The device was evaluated onsite by a philips field service engineer (fse). The fse fixed the contacts on the power supply, and the device passed all testing. The device remains at the customer site, and no further evaluation is warranted at this time.